Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-15715. The pt underwent a procedure for a trial scs system on (B)(6) 2014. The following day the pt began experiencing a headache. No cerebrospinal fluid (csf) leak or dural tear was observed during the procedure. The pt was instructed to drink decaffeinated liquids. On (B)(6) 2014 a blood patch was performed and the trial leads were removed. The pt indicated the headache was resolving.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.